Event description:
The pt reported that after wearing a holter heart monitor for 30 days, pt developed an allergic reaction to the ECG electrode. Pt was treated by a dermatologist and has since recovered.